Event description:
It was reported that the surgeon implanted the +21.0 diopter aq2010v three piece silicone lens on (B)(6) 2012 and the patient complained of decreased visual function. The lens was removed and replaced with a +19.5 diopter, same model lens on (B)(6) 2012 and patient is happy with the results. The reporter stated the incident was the result of a mispower of the original lens and not a product malfunction.

Manufacturer narrative:
(B)(4). Evaluation codes results (other): visual inspection of the lens showed it was returned in the cartridge tray. The lens was split in half, a haptic was torn off and missing and there was a reddish residue on the surface of the lens. (B)(4).